Manufacturer narrative:
Findings: unit was programmed with a test glucose meter. Glucose meter properly transferred value to pump. Unit was downloaded properly to carelink pro. No rf communication anomaly or failed rf test alarms noted. However, several a47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Unit received with cracked reservoir tube lip and battery tube threads. Unit received with minor scratches on display window and. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a radio frequention of the insulin pump does not function. The customer's blood glucose level was unknown mg/dl. The customer blood glucose meter cannot be connected and insulin pump cannot be uploaded. The healthcare provider tested with several meters and usb. The customer insulin pump will be swapped.